Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues observed. Product was manufactured, tested, and released per validated procedures. Device was discarded after surgery and is not available for review. Communication/interview with surgeon confirmed user pumped visco at the same location.

Event description:
Cataract extraction with phacoemulsification combined with the streamline surgical system device completed. Per surgeon, multiple button clicks in the same location led to a small descemet membrane detachment. Surgeon was unsure whether the first click got into the proper space so clicked button again. Detachment is moving 1 week post-op